Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor reported that a patient had developed a skin irritation on his right side from the ECG electrodes. It was reported that the electrodes were cutting into the patient skin and the area was oozing and draining. The patient's wound care physician put bandages on the open sores. During a follow up, the patient reported that the irritation was improving.